Event description:
A contact for a peritoneal dialysis (pd) patient reported that the patient had been receiving draining slowly messages during treatment for over a month and the physician wanted a replacement cycler. It was reported the patient was recently hospitalized for an infection and was taking antibiotics. This was the first time that the patient reported the draining slowly issue to technical support. The patient spoke to technical support and stated the cycler gave her the infection. The patient refused to troubleshoot. Additional information was obtained through follow-up with the clinic assistant administrator (aa). The patient went to the hospital on 10/oct/2023 with cloudy pd effluent and abdominal pain. The patient was admitted with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with ciprofloxacin (route, dose, frequency, and duration unknown). The culture results were not available as the hospital records had not been received at the clinic. The patient was discharged on 14/oct/2023. The patient was seen in the pd clinic on 20/oct/2023. The patient did not exhibit any signs of peritonitis during this visit. The pd effluent was clear, and the patient¿s abdominal pain resolved. The physician did not prescribe any additional antibiotics. The aa stated that the cycler did not cause the patient¿s peritonitis. The suspected cause of the peritonitis event is a breach in aseptic technique by the patient¿s daughter who is the caregiver. The aa stated the daughter is overwhelmed with the pd treatments and cannot follow simple instructions. The daughter gets confused as well. The patient¿s peritoneal dialysis registered nurse (pdrn) is going out to the patient¿s home for a home visit. The pdrn is going to attempt to retrain the caregiver on proper use of the cycler and to observe for any issues. A meeting is scheduled to discuss if the patient is suitable to continue pd therapy or if a different treatment option is necessary. No further information pertaining to the peritonitis event was provided.